Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2007 and mesh was used. The patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with cystoscopy, vaginal vault suspension, and anterior vaginal hammock due to pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scaring. It was reported that patient underwent procedure on (B)(6) 2007, and another product, repliform by boston scientific, was implanted. The patient underwent procedure on (B)(6) 2011 for excision/repair of sling and removal of exposed mesh. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4):dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.